Event description:
A report was received that a patient had their precision system explanted due to infection. The patient presented with pain at the back of the neck where the electrodes were implanted (occipital electrodes). A blood culture was taken confirming infection (staphylococcus aureus) and the physician prescribed antibiotics. In 2008, the patient had the leads and lead extensions removed. The infection did not clear, and the ipg was explanted at about 11 days later. The patient was hospitalized for the explant, and released three days post-procedure. The patient has reportedly recovered from the infection.

Manufacturer narrative:
All explanted devices were discarded by the facility.